Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath and fatigue. Upon interrogation, the right ventricular lead exhibited high impedance and high capture thresholds which resulted in intermittent loss of capture; it was also noted that the lead r-wave sensing had dropped. The patient was scheduled for a chest x-ray. On (B)(6) 2016 a chest x-ray was performed which revealed that the lead was fractured due to clavicular crush. The lead was successfully capped and replaced. The patient was in stable condition throughout and post procedure. The patient would continue to be monitored.